Manufacturer narrative:
Investigation summary: the report of an outflow graft stenosis could not be confirmed through this evaluation. Additionally, a direct relationship between the device and the reported ventricular tachycardia could not be conclusively determined. The submitted log file contained data from (B)(6) 2018 to (B)(6) 2018. The pump was set to a fixed speed of 9400 rpm and operated above the low speed limit of 9000 rpm for the duration of the log file. The power ranged from 4.3 w to 6.5 w, the flow ranged from 2.5 lpm to 6.6 lpm, and the pi ranged from 2.4 to 7.8. The log file consisted of pi events as well as power cable alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient was experiencing non-sustained ventricular tachycardia along with pi events. The patient¿s fixed speed was decreased to 9000 rpm on (B)(6) 2018. The account reported that the cause of the pi events was possibly an outflow graft stenosis. The patient underwent an outflow graft stenting and then a pump exchange on (B)(6) 2018 captured under (B)(4). The account reported that the patient was recovering well at home. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the heartmate ii left ventricular assist system. The hmii lvas contains information regarding pump speed, power, flow, and pulsatility index; specifically, it explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. The heartmate ii lvas IFU also provides details regarding the surgical procedures used to prime and install the sealed outflow graft. It explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Reference MFR report # 2916596-2018-05635 for the report of the outflow graft stenting and pump exchange. Approximate age of device ¿ 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad had recorded patient having pi events/ suction events with subsequent non-sustained ventricular tachycardia (nsvt) episodes. Lvad speed was decreased to 9000 rpm on (B)(6) 2018. The submitted log file was reviewed by technical services and revealed 222 pi events that occurred within approximately 44.5 hours. The lvad clinician reported that the pi events had no adverse patient effect. It was reported that the pi events were possibly caused by outflow graft stenosis. Outflow graft stenting and subsequent pump exchange occurred. The patient was reportedly recovering well at home.